Event description:
It was reported that an ilet user, three days into using the device experienced hyperglycemia reaching approximately 400 mg/dl without symptoms, followed by hypoglycemia to approximately 51 mg/dl with tunnel vision, during early use of the pump; the user disconnected the pump during a low near 70 mg/dl, later reconnected, after which a factory reset was performed and basic education on meal announcing and use of oral glucose was provided by customer care. Investigation of this case revealed user unfamiliarity with pump operation and meal announcing that contributed to glucose variability. Symptoms included tunnel vision associated with hypoglycemia. Outcomes included return of glucose values to range without hospitalization. It was concluded that hypoglycemia and subsequent hyperglycemia occurred with unclear cause and user-related use errors were addressed through training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.